Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a cre dilatation balloon was used in an esophageal dilation. (Patient age, weight, gender and identifier are unknown.) According to the complaint, during the procedure the balloon burst during it's secondary inflation. No pieces of the balloon detached. The procedure was completed with another cre balloon with no patient complications. The patient's condition has been described as "fine."

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The site has reported the lot number to be either 13446268 or 13198107. This will be confirmed upon receipt of the device. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
As neither returned device was found to be burst, it was impossible to determine what the correct lot number of the complaint device was and it remains either 13446268 or 13198107. A visual examination of the returned devices confirmed the reported lot numbers (13446268, 13198107.) As two samples were returned, the product analysis was performed on both devices. Both balloons appeared relaxed and deflated and no defects were noted. Both balloons were inflated and no leaks or pinholes were noted. It is possible that the balloon did not inflate inside the patient and the physician thought that the balloon had burst. The balloon inflation issues could have been caused by some procedural factors encountered during procedure such as a restriction in the flow of inflation media that could have prevented inflation.

Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a cre dilatation balloon was used in an esophageal dilation. (Patient age, weight, gender and identifier are unknown.) According to the complaint, during the procedure the balloon burst during it's secondary inflation. No pieces of the balloon detached. The procedure was completed with another cre balloon with no patient complications. The patient's condition has been described as "fine." Investigation results revealed that the balloon did not burst, but was able to inflate with no issues.